Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia with blood glucose level was over 500mg/dl, on august 20, 2017. The customer was assisted with troubleshooting. The customer was treated with insulin pump and insulin drip for high blood glucose. The customer stated that the symptoms related to high blood glucose such as nausea, vomiting, diarrhea and abdominal discomfort. The customer stated that they have down syndrome and customer was slow to learn to when blood glucose was high that customer needs to change the set. The device will not be returned for analysis.